Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of the instrument revealed that the cover tube which encases the shaft was rotated out of alignment. Additionally, the proximal end of a loading unit adapter was engaged in the tip of the instrument tube housing and the distal tip of the tube housing was damaged. Microscopic inspection of the instrument noted evidence on the firing rod that the loading unit was not engaged properly when loaded. Due to the noted damage no functional testing was performed on the instrument. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate

Manufacturer narrative:
(B)(4).

Event description:
The particular item in question was an endo gia auto suture stapler , 12mm bar code package number (B)(4) which was used during a laparoscopic appendectomy. The surgeon fired the staple and was unable to the device to disengage, then converted the procedure to open to get retrieve the device and disengage it from the viscera. There was no permanent harm to the patient.

Manufacturer narrative:
(B)(4)